Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported rupture and "silicone cysts" on right side, device remains implanted.